Event description:
Caller reported damage to tandem wall adapter, and charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the damaged charging supplies to be replaced, with delivery via 2-day shipping.